Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of keypad button not working. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keypad button not working" was reproduced through conducting keypad test and device failed when the second softkey from the left above the barcode key was unresponsive. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as unresponsive second softkey from the left above the barcode key. The cause of the condition was the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.